Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 330mg/dl. The customer experienced nausea, dizziness, and felt sick. The caller mentioned that she passed out due to diabetes problems and has been dehydrated. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.